Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
Customer reported "pump with a note on it that said pump is fine but IV tubing leaked into the bag". Medication being infused is unknown. No patient injury reported.